Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was evaluated for elevations in pump flow and power, as well as being treated for hypertension. The system controller log file reviewed by the manufacturer's technical services representative contained consistent pump power elevations and an increase in pump power over time. The patient remained asymptomatic with no heart failure symptoms. The patient's lactate dehydrogenase (ldh) level was normal in the 200 u/l range. The patient was started on heparin gtt. The patient's mean arterial pressure has been 70-80 mmhg and the patient has not been hypertensive since admission. On (B)(6) 2016, a transesophageal echocardiogram with continuous positive airway pressure (CPAP) support showed a shut aortic valve, the inflow cannula unobstructed with continuous flow, a patent stent in the outflow graft, mild aortic insufficiency at 9200 rpms, and the septum shifted into the left ventricle at 9600 rpm. The manufacturer's technical services representative reviewed an additional log file which continued to show an increase in pump power over time. It was reported that the patient received thrombolytics and the next day pump powers went down to 6 watts, which is normal for the patient. The patient was discharged home and is currently stable.

Manufacturer narrative:
The report of power elevations was confirmed based on the evaluation of the submitted system controller log file. However, a correlation between the device and the suspected thrombus could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.